Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was unknown if peritoneal dialysis therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.